Manufacturer narrative:
Date of event is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Concomitant medical products and therapy dates: medical product: model 3186, scs lead; therapy date: unknown.

Event description:
Related manufacturer reference number: 3006705815-2019-02373. It was reported that patient's lead had high impedance on multiple contacts. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. It is unknown which lead is liable so both leads are reported.